Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. Initial reporter phone #: an additional phone # was provided as (B)(6). Initial reporter state: the initial reporters state was determined to be (B)(6) based on the area code portion of the provided phone numbers. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the unspecified bd pen needle experienced the cannula breaking off. The following information was provided by the initial reporter: consumer reported a needle break in her stomach. When she removed the pen needle after taking injection, the needle was missing.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Due to the batch being unknown, no DHR review can be completed.

Event description:
It was reported that the unspecified bd pen needle experienced the cannula breaking off. The following information was provided by the initial reporter: consumer reported a needle break in her stomach. When she removed the pen needle after taking injection, the needle was missing.